Event description:
A trial case report from a trial conducted outside the u.s was reviewed which indicated that the first procedure was performed in 2003. The pt returned to the hospital 4 months later, suffering from a recurrence of angina caused by the progression of the disease and another lesion was found in a different location. Symptoms were treated with angioplasty.